Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient was admitted to the emergency room with low hemoglobin, and remained in house for a suspected gi bleed. An enteroscopy was performed on (B)(6) 2018, and did not reveal any active bleeding or arteriovenous malformations (avms). The patient was started on carfate and proton-pump inhibitor (ppi) with intravenous (IV) iron. The patient is stable, and will receive a video capsule study. The submitted log file contained data from (B)(6) 2018 at 6:32 through (B)(6) 2018 at 20:10. The file was unremarkable, and the pump appeared to function as intended. Multiple requests for additional information were sent to the account. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the emergency room on (B)(6) 2018 for low hemoglobin levels and suspected upper gastrointestinal bleeding. An enteroscopy performed on (B)(6) 2018 showed no active bleeding and no arteriovenous malformation. Patient is currently stable and being medically managed with carafate and proton pump inhibitors with IV iron. No other information has been provided.